Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a battery voltage out of range error message. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.